Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. Blood was observed on the adhesive pad. No evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 36 and 48 hours on the leg. The pod was leaking insulin.